Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a rupture on an unknown side. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two curved openings. A microscopic analysis was performed which identified two sharp openings. A thickness measurement was not performed because the catalog is unknown. Based on the device analysis the final assessment is: two sharp openings assessed as unidentified tear opening.

Event description:
Patient reported a rupture on an unknown side. Device was explanted.